Event description:
It was reported that a high drain 101 alarm occurred at the end of therapy on the therapy. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the program. The program was continuous cycling peritoneal dialysis, the total volume equaled 10000ml, the fill volume (fv) equaled 2000ml, the last fill volume (lfv) equaled 2000ml, the dextrose was set to same, the cycles were four, and the initial drain alarm equaled 600ml. The tsr reviewed the therapy log. The initial drain volume (dv) equaled 783ml, the lfv equaled 1900ml, the total fill volume equaled 79989ml, the total dv equaled 11585ml, the total ultra filtration (uf) equaled 3536ml, the cycle four uf equaled 294ml, the cycle three uf equaled 294ml, the cycle three uf equaled 34ml, the cycle two uf equaled 561ml, and the cycle one uf equaled 2697ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were completed with no issues noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.